Manufacturer narrative:
UDI: gtin unavailable, product made prior to compliance date. Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt to a (B)(6) female with snph for 6 years. The initial pressure setting was 160mm h2o. On (B)(6) 2016, the patient visited the hospital due to headache and then ventricular enlargement was noted. Suspecting occlusion at the valve and catheters, the surgeon checked the patency using a syringe, but occlusion was not confirmed. However, the csf did not flow at the setting of 160mm h2o, 170mm h2o or 180mm h2o though pressure setting was done properly, while csf flow was confirmed at 150mm h2o and 140mm h2o. So the setting was changed to 150mm h2o, but the patient had headache again due to overdrainage. Therefore, the device was replaced with the same new product set at 160mm h2o on (B)(6) 2016. The setting of the removed valve was 160mm h2o. The patient is currently being monitored.

Manufacturer narrative:
(B)(4). Upon completion of the investigation it was noted that the images were taken of the ¿as received¿ valve. The position of the cam when valve was received was 200mmh2o. The valve was hydrated for about 36 hours. The valve was visually inspected: a cut/tear in the silicone housing was noted at the distal end. The valve was tested for programming. With programmer 82-3126 with serial number (B)(4), the valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, leaked from the cut/tear in silicone housing. The valve was reflux tested. The valve passed the test. The valve was dried. The valve was then pressure tested, the valve passed the test. Review of the history device records confirmed the valve product code 82-3100, with lot chncg2, conformed to the specifications when released to stock in 17th december 2007. No root cause could be determined, as the problem reported by the customer could not be duplicated. The root cause for the cut/tear in the silicone housing is probably due to a sharp or pointed object coming into contact with the silicone housing, possibly when explanting the valve, this however could not be determined. As noted in the IFU silicone has a low tear/cut resistance. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.